Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a line across the screen. It was missing a pixel. The act button was not responsive. Customer's blood glucose level was 83 mg/dl. The customer had several episodes of blood glucose levels of over 500 mg/dl because he actually missed giving himself insulin because the act button does not work. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.